Event description:
It was reported to boston scientific corporation that a y-port feeding adaptor was used during an enteral feeding procedure. According to the complainant, three months after placement the device, cap tore. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.